Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred on the day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient woke up with her cgm reading 50 mg/dl, no bg meter comparison was done at this time. The patient was asymptomatic. The patient¿s husband brought her to the emergency room. At the emergency room, the patient¿s bg meter reading was ¿over 400 mg/dl¿. No cgm comparison value was provided at this time. The patient was treated with unspecified intravenous fluids and was discharged home after 24 hours. The patient was in good condition at the time of report. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information available.